Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative (rep) that a setscrew issue was experienced. It was further reported that after the hcp had tightened the implantable neurostimulator (ins) setscrew and heard two clicks, the ins was placed in the patient and the lead came out of the ins. The hcp then reinserted the lead and tightened the setscrew and heard two clicks. Post-operatively the patient reported that she was unable to feel stimulation. The rep meeting with the patient at the time performed an impedance check with a physician programmer and ¿noted many impedances.¿ when the hcp was notified, they advised the rep to ¿program using the settings that did not show impedances and see if the patient had a good outcome.¿ it was noted however that the patient ¿did not have symptomatic relief¿ and was ultimately brought back to the operating room to investigate. The ins was replaced as a result of the event and the issue was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the setscrew was backed out beyond the point of being able to engage with the connector block. (B)(4). If information is provided in the future, a supplemental report will be issued.